Event description:
Tbm alleged there is a broken weld on the chair. They were calling to check on warranty. On (B)(4) 2014 csr kr called advising tbm (B)(6) alleged the right side frame is broken at weld.